Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8025589. Medical device expiration date: n/a. Device manufacture date: 2018-01-25. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8023613. Medical device expiration date: n/a. Device manufacture date: 2018-01-23. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there "was only 2ml of water" discovered in the syringe 10cc s/t wos sterile water bns after opening the package. There were multiple lots involved in this incident. Lot# 8025589 was reported to have 1 occurrence, and lot# 8023613 was reported to have 1 occurrence.

Manufacturer narrative:
Investigation summary: two samples received have a small clear foreign matter (fm) of approx. 0.26¿ and 0.35¿ long, the fm is a plastic piece trapped between the stopper outside dimension and the barrel inside dimension. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number(s) that could have contributed to the reported defect. Investigation conclusion: the plastic piece was identified to be from the outside of the barrel flange. Both barrels present a small damage that caused the loose foreign matter - most likely the loose fm somehow was assembled along with the other components during processing. No additional test performed on the two samples received, only visual inspection. Root cause description: after exhaustive review of the assembly process, it was concluded that the damage found in the barrel was caused due to improper setup of the silicone gun used to spray medical grade silicone inside the barrel. If the silicone gun is setup loose, it could contact and damage the barrel during processing. Rationale: a situational analysis was opened to evaluate the foreign matter issue associated with all complaints received so far and CAPA: 768379 was also initiated. Corrective and preventive action includes; a quality alert was sent on 12/07 to all canaan's personnel for awareness of the foreign matter found in p/n 304086 by customers in japan. Set up pins were put in place on 12/21 to prevent the silicone guns from being improperly setup or moved to a position where they could damage barrels. A preventive maintenance task was added on 12/21 in order to verify and ensure that the guns are set up correctly and that the pins are in place.

Event description:
It was reported that there "was only 2ml of water" discovered in the syringe 10cc s/t wos sterile water bns after opening the package. There were multiple lots involved in this incident. Lot# 8025589 was reported to have 1 occurrence, and lot# 8023613 was reported to have 1 occurrence.